Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report# 2916596-2018-01644. This report is being submitted as additional information. The referenced report of pump exchange on (B)(6) 2017 is covered under medwatch MFR report #2916596-2017-03187. Approximate age of device ¿ 4 months.  No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted on (B)(6) 2018 with sepsis and a pump pocket infection. After the pump exchange on (B)(6) 2017, a drain was not placed in the patient and a hematoma developed in the pump pocket which led to an infection. The patient presented to the hospital with sepsis. The infection was treated with oral antibiotics first then intravenous antibiotics for several months. No additional information was provided.